Event description:
It was reported that this lead right ventricular lead was explanted due to exhibiting loss of capture. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.